Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing of ventricular signals on the atrial channel. The device was reprogrammed to turn mode switching off. The boston scientific representative reported having a premature ventricular contraction (pvc) marker after the reprogramming. Technical services (ts) reviewed the reports and stated that the device was atrial undersensing. The device was reprogrammed again. The device remains in use. No adverse patient effects were reported.